Event description:
The parents reported that the user has stopped hearing with the device after she fell and hit her head on the left side around early (B)(6) 2021. The user was re-implanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents reported that the user has stopped hearing with the device after she fell and a head trauma occurred about 3 weeks ago.